Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced consecutive pairing failures when attempting to connect a new cgm sensor to the ilet, observed bleeding at the initial sensor site, replaced the sensor, and again received a pairing failed alert; the user reinstalled the app, and a warm-up indicator then appeared, and the case was transferred to the cgm manufacturer for sensor replacement while a correction was initiated in the ilet using a reported blood glucose of 230 mg/dl. Symptoms included hyperglycemia. Outcomes included correction bolus initiation and continued use during cgm warm-up without hospitalization. Investigation included user troubleshooting, app reinstallation, and referral to the cgm manufacturer for sensor evaluation. Investigation of this case revealed a pairing/connectivity issue and potential sensor insertion-site bleeding, with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.